Event description:
It was reported through remote transmission that non sustained rv oversensing due to myopotential oversensing was observed. The patient was asymptomatic. Programming changes were recommended but not made.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.